Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler during treatment. Pt had no ill effects. Sample was discarded by the pt; sample is not available. .